Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing overstimulation. An sjm representative was unable to resolve the issue with reprogramming as the issue recurred the day after reprogramming. Subsequently, the patient would like his scs system explanted. The pt is working with the physician to determine the next course of action.